Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a personal therapy manager (ptm) used with the drug infusion device. The drug being delivered was ¿other.¿ the reason for use was non-malignant pain. It was reported that ¿the catheter moved¿ and that it is ¿still attached, but just barely.¿ she had an x-ray done to confirm this. Because the catheter moved, she is able to tell when she received a bolus because ¿I get all numb from my chest down.¿ the caller states this is the intended effect of the drug. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. The patient was ¿pretty sure it was (B)(6) of 2019 when the issue started. Caller states she is having a lot of problems with pain in her legs. No interventions mentioned. The caller disconnected because she had to go to a doctor's appointment, and she also stated that she has a refill appointment later this week. The situation is being addressed by the healthcare professional (hcp). There were no further complications reported/anticipated